Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At 1141, line b of the device was programmed to deliver pitocin 30u/500ml at a rate of 6ml/hr with a vtbi (volume to be infused) of 500ml and the delivery was started. No further programming parameters were provided. At approx 1144, the nurse noted that the device was delivering at a rate of 16ml/hr instead of the originally programmed rate of 6ml/hr. The delivery was stopped. The device was removed from clinical svc. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).